Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. The patient was admitted with abdominal pain, decompensated, and went into renal and liver failure. The death was not considered to be device related and the device operated as expected. The pump will not be returned for evaluation.

Manufacturer narrative:
Section a2: patient age was estimated based on age at time of implant. Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported abdominal pain, multi-system organ failure, and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Death, renal dysfunction, hepatic dysfunction, as well as several other types of organ failure/dysfunction, are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.